Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-dec-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 01-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was experiencing pain at the lead site. The physician documented tenderness over the lead site and lumbar area. Interventions included an explant/replacement of the lead and repositioning of the ins, as the battery was implanted deeper on (B)(6) 2018. The etiology of the event was noted as not related to the device or therapy and possibly related to the implant procedure, specifically the incisional site/device tract, lead/extension tract, and ins pocket. The outcome of the event was noted as resolved without sequelae. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(4) 2016 explanted: (B)(4) 2018 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(4) 2016 explanted: (B)(4) 2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).